Manufacturer narrative:
B3 date of event is an approximate date for (B)(6) 2022. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced trauma that resulted in surgical intervention to explant the device. The aus was damaged due to the patient trauma. The patient underwent an additional procedure at a later date to implant a new device. There were no additional patient complications reported.